Manufacturer narrative:
The hill-rom technician found the brake on switch kit needed to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Plug the bed into an appropriate power source and set the brakes to neutral. Make sure the alarm is heard. Set the brakes on the bed. Make sure the alarm stops sounding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake on switch kit to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brake not set alarm was not alarming when the brake was released. The bed was located in room 107 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).